Event description:
It was reported there was an end of service (eos) message. It was noted the implantable neurostimulator (ins) was at eos and defective. It was noted the settings or impedances were not known at the time of report. It was stated they did not know when the eos appeared. It was further reported the patient had a short in their system due to the use of the patient¿s glasses. It was noted the patient¿s system was implanted about 10 years prior to report and they had always worn a pair of glasses that had pressed right up against the lead/extension connection. It was noted they could see the damaged area through the skin. It was noted the system was checked and a short was evident. It was stated the patient would follow up with their surgeon and prepare for a revision procedure.

Manufacturer narrative:
Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0125010v, implanted: (B)(6) 2002, product type: lead. Product ID: 3387-40, lot# j0225421v, implanted: (B)(6) 2002, product type: lead. Product ID: 37642, serial# (B)(4), product type: programmer. Patient product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 7495lz51, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 3387-40, lot# j0125010v, implanted: (B)(6) 2002, product type: lead. Product ID: 3387-40, lot# j0225421v, implanted: (B)(6) 2002, product type: lead. Product ID: 748251, serial# (B)(4), implanted: (B)(6) 2002, product type: extension.